Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. No septum fragments were identified during the performance of the fragmentation test for medical needles in accordance with iso 7864:2016, annex b. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Manufacturer narrative:
Investigation in-progress. No samples were available of the suspect device. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Customer reported diluted solu-cortef medicine on 22.1. Normally by pressing down the plastic activator. Removed the protective plastic from the stopper. Pierced the stopper with a blunt 18g 1 ½ sol-m blunt fill needle attached to 2ml syringe. When drawing the medicine into the syringe, a piece of the stopper floated in the medicine. So the needle bit off a piece of the stopper. Unfortunately there is no unused samples from the customer.